Manufacturer narrative:
(B)(4). Batch # r58z1m investigation summary: the analysis found that one psee60a device was returned for analysis with a gst60w cartridge not loaded on the device. The reload was received unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire. During the endoscopic lobectomy, could not fire on the 5th firing when severing the vessel without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. The piece of sled was in the home position. Another device was used to complete the surgery. There were no adverse consequences to the patient. After surgery, the surgeon checked the device, and opened the manual override lever by mistake, and one piece of yellow plastic component fell off.